Manufacturer narrative:
The actual device has not been returned to the manufacturer facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and the shipping inspection record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported that left groin up and over into right sfa pulled back on glidecath and distal 2.5" roughly sheared off in the vessel. The physician was able to use a snare to retrieve piece. It was commented on the amount of calcium in the vessel. It was reported that the catheter tip was not close to the sheath and the sheath was not the cause of the issue. It was reported that the patient was stable. It was reported that the procedure outcome was successful.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the patient & device codes that were not able to be selected in the initial report, provide the device return date & provide the completed investigation results. The actual sample was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found that the actual sample had been fractured at approximately 70mm from the distal end of the device. Magnifying inspection of the fracture ends found that the segments adjacent to the fracture ends had been elongated with the fracture cross-sections deformed into a flaring shape. Electron microscopic inspection of the fracture ends revealed that some abrasions had been generated on the segments adjacent to the fracture ends. On the distal fracture end, the generation of some circular arc-like traces were also found. The outside and inside diameters were measured on the undamaged segment and confirmed to meet manufacturer specifications. The kink resistance was determined on the undamaged segment. No anomalies, such as the generation pf a crack, did not occur. Function testing was conducted. A current product sample, with its distal tip in the state of being trapped, was subjected to instantaneous pulling force. The catheter shaft became fractured. Magnifying inspection of the fracture end found that the segment adjacent to the fracture end had been elongated with the fracture cross-section deformed into a flaring shape. During the shipping inspection, this product is determined for the tensile strength of the distal segment per product code /lot# combination basis. The tensile strength test result of the involved product code/lot# combination was reviewed. It was confirmed to meet the specifications, being equivalent to the normal level. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined based on the investigation, it is likely that the actual sample was subjected to tensile force in the state of its distal segment being trapped with an object. Based on the abrasions found on the distal segment, the actual sample may have been trapped in a calcified lesion. The IFU for this product has the instructions as follows. "Never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. Failure to exercise proper caution may result in damage to the vessel or catheter. Separation of the catheter may occur requiring retrieval in some cases." (B)(4). Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.